Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available. No injury or medical intervention was reported.